Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. Visual inspection of the device found that the burr was detached and that the coil was stretched at the point of detachment. No other issues were identified during the product analysis.

Event description:
It was reported that device detachment occurred. The 95% stenosed target lesion was located in the moderately to severely tortuous and severely calcified circumflex artery. A 1.75mm rotapro was selected for use. During the procedure, the burr was platformed at 160k rpms. First pass was 15 seconds with some deep decelerations. After the second pass, the burr would not come back. It did not stall but had some more deep decelerations. Physicians tried to dynaglide backwards without success. Since we were not stalled, he tried to continue at full rpms but still, no motion with the burr. Finally, the physician tried to remove the burr catheter, and it came back without the burr attached. The rotawire was then removed with the burr on it. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that device detachment occurred. The 95% stenosed target lesion was located in the moderately to severely tortuous and severely calcified circumflex artery. A 1.75mm rotapro was selected for use. During the procedure, the rotapro burr was platformed at 160k rpms. The first pass was 15 seconds with some deep decelerations. After the second pass, the rotapro burr would not move back. The rotapro did not stall but had some more deep decelerations. An attempt was made to dynaglide backwards without success. Since the rotapro did not stall, use was attempted at full speed, however there was still no motion with the rotapro burr. Finally, the rotapro burr was attempted to be removed, and when it was retreived, there was no burr attached. The rotawire was then removed with the detached burr on it. The procedure was completed using an alternate device. No patient complications were reported.